Event description:
The customer tested her blood glucose using her contour meter and received a reading of 410 mg/dl. A comparison lab test was performed and that result was 160 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.